Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was dim/faded. There is no adverse event associated with this complaint. This complaint is being reported because the display issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: during testing, the pump powered on with a clear and legible display screen.